Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device is not available for return and evaluation because it remains implanted. Current patient status remains unknown. No information has been received regarding explant and replacement the device or for the valve-in-valve procedure. Follow up has been made with the surgeon; however, the surgeon is unwilling to release patient information. Through follow up with the health care provider, the mitral regurgitation/insufficiency was report as being a "grade 1." There are many factors that could result in regurgitation or valve insufficiency. Immediate causes could be due to stenosis caused by pannus and/or calcification (long term implants). These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted or replaced in a valve-in-valve procedure because they are not functioning optimally. In this case, the device remains implanted after an implant duration of approximately 18 months with no additional information to provide for contributing factors or condition of the device. Without additional information from the health care provider, we are unable to investigate into the root cause for this report.

Manufacturer narrative:
Additional manufacturer narrative: additional information has been received which indicates this patient has successfully undergone a valve-in-valve procedure in an aortic pericardial valve to correct aortic stenosis. The patient is reportedly listed as in good condition.

Event description:
Information received suggests the patient is being considered for a valve-in-valve procedure. Initial report indicated the patient had grade 1 mitral regurgitation/insufficiency. Device remains implanted. Echocardiography files were received and reviewed by an independent consultant. Impressions provided and indicate "transthoracic echocardiography demonstrates significant mitral regurgitation (mr) of apparently central origin. Three-d tee images suggest central leaflet malcoaptation that could be the source of mr. However, 2d tee images suggest only mild mr, but abnormal motion of at least two of the bioprosthesis leaflets." No update to patient condition has been received.